Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that troubleshooting and diagnostics were performed with the implantable neurostimulator (ins) team of hospital and manufacturer. The cause of the disturbed pain therapy and left arm running wild was noted as nerve pain after amputation. Several appointments were made to change settings of the spinal cord stimulator (scs) and sacral nerve stimulator (sns). The event was not resolved. The patient met with the manufacturing representative and they changed the hertz of the public health ins and for now the patient felt fine.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for their arm (stump). If the patient did not have the device, the arm would always lock which was very painful. It was noted that the ins was implanted in their left stomach. It was reported that the ins was not set via the case/battery. The left arm seemed to ¿run wild¿ and at the least or slightest touch, the arm locks. The pain therapy was disturbed. The patient then has to raise the ins to get their arm off the ¿lock¿. This requires a lot of energy. The problems increase. The patient was coming the next day. The manufacturer representative thought for the time being that they would switch off the ins for the next 2-4 weeks and then start slowly again. No further complications were reported or anticipated.